Manufacturer narrative:
The alarm trace showed 2 "sample clot detection" alarms on (B)(6) 2025. A general reagent problem can be excluded because the qc prior to the event was within ranges. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(6). The qc was provided from 01-feb-2025 to 28-feb-2025 and it was within range. The field service engineer retested 2 random samples with high results and the repeat results were also high. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys carbohydrate antigen 19-9 (ca 19-9) assay on a cobas e801 analytical unit. Initial result: 114 u/ml. The customer noticed that the initial result did not match the patient's clinical diagnosis. No questionable result was reported outside the laboratory and the sample was repeated. Repeat result: 2.00 u/ml (accompanied by a data flag). The repeat result was deemed to be correct.